Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Forty-three (43) events were reported for this quarter. For the 41 breakage events; eighteen (18) devices were received for evaluation. Sixteen (16) were confirmed broken due to use error contributing to the event. One (1) event was confirmed broken; however, only a fragment was received for evaluation making further investigation not possible. One (1) event was confirmed a reuse of a single use device. Twenty-three (23) devices were not received; seventeen (17) devices were not received; no further evaluation was possible. Six (6) devices were not received; however, a photograph of the device confirmed the reported event of breakage; no further evaluation was possible. There were no remedial actions taken. These devices are labelled for single-use. For the 2 sterility events; two (2) devices were received. One (1) event for foreign material could not be confirmed as the pack was already opened. One (1) event confirmed for hole in the pack due to damage occurring during distribution or storage. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes 41 malfunction events in which the device broke during use. There was patient involvement in 38 events. There was no patient impact in 37 events, there was no known patient impact in 1 event. Seventeen (17) events occurred during a total knee procedure. Six (6) events occurred during a total hip procedure. Two (2) events occurred during a mandible osteotomy procedure. One (1) event occurred during an anterior cruciate ligament (acl) procedure. One (1) event occurred during a tibial osteotomy procedure. One (1) event occurred during an oral surgical procedure. Ten (10) events occurred during a surgical procedure. There was no patient involvement in 3 events. There was no patient impact. One (1) event occurred during service conducted at the manufacturer. One (1) event occurred after a surgical procedure. One (1) event occurred during an autopsy procedure. This report summarizes 2 in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. One (1) event was for a hole in the pack. One (1) event was for a foreign object in the pack.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Correction: it was initially reported that 23 devices were not available to stryker for evaluation, 1 of the 23 devices was subsequently made available for evaluation. The returned blade was confirmed to be broken due to use error contributing to the event. The investigation is now complete. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 41 malfunction events in which the device broke during use. There was patient involvement in 38 events. There was no patient impact in 37 events, there was no known patient impact in 1 event. 17 events occurred during a total knee procedure. 6 events occurred during a total hip procedure. 2 events occurred during a mandible osteotomy procedure. 1 event occurred during an anterior cruciate ligament (acl) procedure. 1 event occurred during a tibial osteotomy procedure. 1 event occurred during an oral surgical procedure. 10 events occurred during a surgical procedure. There was no patient involvement in 3 events. There was no patient impact. 1 event occurred during service conducted at the manufacturer. 1 event occurred after a surgical procedure. 1 event occurred during an autopsy procedure. This report summarizes 2 in which there was a potential sterility breach on the packaging of the device. There was no patient involvement; no patient impact. 1 event was for a hole in the pack. 1 event was for a foreign object in the pack.